Manufacturer narrative:
Of the four reported issues, four (4) samples were received for evaluation in separate plastic bags. Visual inspection of three of the devices revealed fluid in each of the bags that contained the devices. The fourth sample, was gently manipulated and it was noted that a leak was occurring form the white injection port. Under water pressure testing was performed, and no leaks were observed. The samples were then filled with solution and left hanging for 24 hours. The bags were found to leak from the white injection port. Further visual inspection revealed that the concentricity of the weld was off. The reported condition was verified for all four returned devices. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four (4) 1000 ml eva bags leaked. One of the bags appeared to be leaking from a pinhole on the front of the injection port. The location of the other three leaks was unknown. Three of the bags leaked during fill, and one bag leaked after fill before release from the pharmacy. There was no patient involvement. No additional information is available.